Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "our customer reported that they received 8 bx of defective item#306616 on mck po#(B)(4). Per our customer, prevent sg 25g x 1 in safety hypodermic needles will not allow vaccine to be pushed thru them." Mck po#(B)(4). Item#306616. Item description: needle, sfty 192-n251s prevent. Lot#2188470. Qty: 8 bx. Please issue credit memo for this 8 bx of item. Please let me know anything else is needed.

Event description:
No additional information

Manufacturer narrative:
Pr 9350881 ¿ follow up MDR for device evaluation (B)(4)samples were provided to our quality team for investigation. 80 samples were randomly selected. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. 76 samples expelled the solution with normal flow. Four samples didn't expel the solution. They are clogged. Furthermore, a device history record review was completed for provided lot number 2188470. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported was confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative